Event description:
Pt complained that something in his operative shoulder didn't feel right. During a revision of the pt's glenoid, the surgeon noticed that the trunion had come loose from the stem. Surgeon replaced the set screw, trunion and head. This device is used for treatment.